Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, unique identifier (UDI) # - ni, date implanted - ni, date explanted - ni, (B)(6).

Event description:
Journal article reporting 2 deaths due to pulmonary embolism involving biomet hips. Deaths were later confirmed to be pulmonary embolism and microemboli in the lung parenchyma that led to cardiac arrest. These emboli occurred shortly after cement pressurization and implantation of the stem.